Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient has not charged their ipg in about 6 months and it is inoperable. External devices would not connect to the ipg. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.